Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked. The following information was provided by the initial reporter: it started to leak from the "hose" they then noted that there was a hole in the white plug.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: three photos were received by our quality team for evaluation. The first photo shows a top web of batch 1274429. Photos two and three show an end cap with blood leakage from the luer cone tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned photo and customer verbatim, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA 4710247 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked. The following information was provided by the initial reporter: it started to leak from the "hose" they then noted that there was a hole in the white plug.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: h.6. Investigation summary: the end cap molding record was reviewed for batches 1266350 and 1266351, which were produced to make the complaint batch 1274429. From the molding records, the sink mark was reported for cavity 49. A sink mark can occur if the air vent is choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue for batches using cavity 49 from end cap batches 1266350 and 1266351. There are also no other cavities reported to have the sink mark during the production of end cap batches 1266350 and 1266351. As the team cannot confirm if the defective photo received belongs to the same reported complaint batch as no representative or actual samples were returned, the root cause of this complaint cannot be established. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked. The following information was provided by the initial reporter: it started to leak from the "hose" they then noted that there was a hole in the white plug.